Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead damage as the physician tried to clear this ra lead from the scar tissue. In addition, prior to the case, the sensing and impedance were normal. However, when this ra lead was connected to the generator, the implant reading was greater than 3000 ohms. This ra lead was replaced. No additional adverse patient effects were reported.